Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the quick coupling device and the compact air drive device were not working properly when used together. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the coupling power supply was not functioning was defective. It was further determined that the coupling tool side was defective. It was further determined that the device failed pretest for check the machine coupling. Therefore, the reported condition was confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.